Event description:
It was reported that the insulin pump alarmed several errors and bad battery after the insulin pump had been out of use for an extended period of time without a battery. The blood glucose reading was 193 mg/dl. The customer's daughter stated that the alarm did not occur during normal use. She stated that the customer forgot how to change the reservoir and that she was tired of doing it herself. She noted that every time she tried to change the reservoir, all the insulin would squirt out, which likely due to the device not being rewound. Advised that the insulin pump had experienced an unexpected restart. Advised the customer to monitor and call back if the issues recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.